Event description:
The customer reported to olympus that during four (4) different procedures the evis exera iii xenon light source shut off. The procedure was completed by powering the device back on. There were no reports of patient harm or impact associated with this event. Three additional complaints have been created as the device shut off during four (4) different procedures. Related patient ID: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. Follow up was performed and the customer advised that the issue was resolved, and the bulb needed to be changed. No additional information was provided. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty lamp or the lifetime of the lamp. Olympus will continue to monitor field performance for this device.